Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. This resulted in a lead safety switch and unipolar configuration. High rv pacing impendence measurements were confirmed via device interrogation. This rv lead was surgically abandoned. A new rv lead was implanted to complete this procedure. No additional adverse patient effects were reported.